Event description:
Related manufacturer report number: 1627487-2022-05082. It was reported that the patient was experiencing heating at the ipg site and ineffective stimulation. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: lead: model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8145643. Lead: model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8145643. Lead: model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8145643.

Event description:
Additional information was received that the patient's system was explanted. Further information was not available.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.